Event description:
Additional information was received. The physician performed a secondary intervention. A valiant stent graft was implanted however, the proximal type I endoleak did not resolve. The physician plans on monitoring the patient. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Conclusion: neck diameter greater than 32mm.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm. It was reported that the patient presented with a proximal type I endoleak. The physician believes the cause of the endoleak was related to disease progression due to neck dilatation. The physician is going to discuss treatment options with the patient¿s family. No clinical sequelae were reported and the patient is being monitored.